Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc: (B)(4). Contact peron: (B)(6). The reported device was investigated at the hospital by our field service engineer. Several parts were replaced, the device passed all tests after the troubleshooting action at the hospital. The expiratory valve coil was verified faulty and returned for investigation. The visual inspection of the expiratory valve coil could verify the error. The cable was damaged and the wire was exposed and cut on some parts. This can either lead to a short circuit, or an open circuit and cause several errors during the pre-use check due to signal loss. The cause to the physical cable damage is most likely due to unintended use error.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage during pre-use check. There was no patient involvement. (B)(4).